Event description:
It was reported that a non-displaced intertrochanteric fracture surgery was performed on (B)(6) 2014. During the surgery, the screw missed the nail and hit posterior. The surgeon confirmed that the insertion handle and aiming arm are tightened and assembled correctly. The screw that missed the nail was taken out and re-implanted free hand. Surgical repair completed, second surgeon called to consult. There was a 30 minute surgical delay. This report is 4 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.